Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: sample/s evaluation: received one sample of easypump ii lt 270-54-s-EU/sa without original packaging. As received condition, the sample was unclamped, some water had filled, and the wing cap was attached. Analysis: discofix cap was removed, and no abnormality was observed. To analyze the root cause of leakage, the sample was filled with red dye solution until its nominal volume. The complaint sample was unclamped, and the solution flowed out immediately. No leakage was observed from filling port, valve area, silicone sleeve, filter, and tube connection. However, reviewing the historical data, the complaint defect could be due to intermittent valve leakage. Potential root cause of intermittent valve leakage is due to improper position of silicon valve. Valve leakage is a known defect. CAPA has been initiated to address the issue. Summary of root cause analysis: no leakage nor abnormality was observed on complaint sample. Hence, we considered this complaint as not confirmed. No leakage nor abnormality was observed on the complaint sample. Device history record (DHR): reviewed the DHR for batch (B)(4), there is no abnormality and no such defect detected at in process and at final control inspection. Justification: not confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in denmark: "patient think the pump is leaking". According to the customer: "when did the failure occur: before application;during therapy. Reason of complaint: the patient spots some few drops, and think the pump is leaking. The patient can not say were the pump is leaking. The pump contains 5fu".